Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead dislodged. During the procedure to re-position the ra lead , the physician reported difficulty unscrewing the lead from the implantable pulse generator (ipg) header block. The screw driver was stuck in the ipg header block, and a small screw appeared to be dislocated. The ra lead and ipg were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach at the first ri b/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.